Manufacturer narrative:
The customer contacted a siemens customer care center specialist. Quality controls were within acceptable range. The customer suspected the issue to be with sample handling due to the clotting factor. A siemens headquarters support center (hsc) specialist reviewed the event and instrument data and determined that there were no process errors or quick check failures. The hsc specialist concluded that the potential cause of the issue was sample specific. The data was suggestive of a poor sample quality, resulting in additional water carry-in by the aliquot probe thereby diluting the sample aliquots for all assays requested for the sample. The customer re-centrifuged the samples and made sure it was free of fibrin and clot. The results obtained upon repeating the re-centrifuged sample were within expected range. The customer indicated that there were no other discordant results. The cause of the discordant, falsely low ca, co2, ecrea, and na results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2517506-2018-00198 is filed for the same event.

Event description:
Discordant, falsely low calcium (ca) and sodium (na) results were obtained on one patient sample upon repeat testing on a dimension vista 1500 instrument. The sample was initially run on an alternate dimension vista 1500 instrument for ca, carbon dioxide (co2), enzymatic creatinine (ecrea), and na, also resulting falsely low. The discordant results were not reported to the physician(s). The customer re-spun the sample and repeated them on this instrument (s/n: (B)(4)), resulting higher. The repeat results from this instrument (s/n: (B)(4)) obtained after re-spinning the samples were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca, co2, ecrea, and na results.